Manufacturer narrative:
No product has been returned for investigation and it is not expected that a product will be available for evaluation. Based on this, it will not be possible to establish if there was a malfunction involved in this alleged incident. We investigated this situation internally with the importer. The MDR report (no. Mw5152912) said "I ordered trend dynawrap in january', so we reviewed sales record at that time, only 3 wraps were shipped to one customer. We contacted this customer to see if there was an issue with the usage. He notified us that he only had put one wrap on a patient and two were still in his warehouse. He then checked with the patient that had the only wrap and the patient said that the wrap was doing great and there was no issue. Contact records will be provided in supplemental report. We concluded that this incident was either a false report or a product that was not supplied by us.

Event description:
An incident report was learned from medwatch, it was described as : I ordered trend dynawrap in (B)(6). I think it is safety air pump as their website says complete certificates FDA 510k. The pump's big pressure made wrap exploded first and then the pump exploded. Air pump debris hit my face and blood. I find trend medical llc no FDA 510k.dynawrap is a bad pump which thread american's life.following is dynawrap on trend medical llc website